Manufacturer narrative:
Final analysis found normal device characteristics.

Event description:
It was reported that the pulse generator exhibited premature battery depletion. The device was explanted and replaced. The patient was in normal condition.